Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water/moisture. Troubleshooting was performed and customer stated that the display was blank. The customer was advised to discontinue the use of pump. No harm requiring medical intervention was reported. The product will not be returned for the analysis.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged blank display and moisture damage found on (B)(6) 2022. The device passed the displacement test and active current test. Pump failed sleep current measurement due to high current measurement, problem isolated to moisture damage on the j6 connector. Device failed self test due to power supply test failed during self-test., problem isolated to moisture damage on the j6 connector. Device was redownloaded and confirmed power supply test failed during self-test. On (B)(6) 2022 at time 08:19:04.000 in the history files. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was found on (B)(6) 2022 at time 12:10:00.000. Device was cut open to perform visual inspection and found¿moisture damage¿on the electric board, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case ¿ display window corner, pillowing keypad overlay, and serial number label missing. Blank display was not observed during analysis. Blank display not confirmed power supply test failed during self-test. And unexpected battery power loss confirmed due to moisture damage. Moisture damage confirmed on the electric board, motor, and force sensor. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Confirmed due to hardware anomaly medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.